Manufacturer narrative:
(B)(4). Customer will not return the product. Most likely underlying root cause of malfunction:strip issue. Manufacturer contacted customer with follow up phone call for knowing customer's condition;father stated customer at the school at the phone call time; father stated bought a new meter and obtained the error message again,customer's father replaced for a competitor meter.

Event description:
Customer complains of an e-5 error message. Patient states that feels that the sugar is high. Customer states that is having symptoms of dry mouth. Customer states that is getting the error after the blood sample is applied. Customer has had high blood sugar in the past. Customer has tried to run a blood test with about 15 strips from the same vial in the last 30mins and the meter will only give the e-5 errors. Customer meter and strips were replaced for the same reason. Customer is unable to get a blood result from this vial of strips. Customer confirms proper storage of supplies. Customer is using the suggested blood testing technique. Customer declines the need for medical attention at this time.